Event description:
Pt underwent lumbar laminectomy l5, l4. Bilateral foraminotomies, l4-5, l5-s1. Excision of herniated discs l4-l5, l5-s1. Postop condition deteriorated, and pt expired 4 days later. Medical examiner preliminary report found pt death due to retroperitoneal hemorrhage due to tearing of iliac vein & iliac artery with creation of an a-v fistula. Tears probably occurred when rongeur was used during the procedure.